Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an 18 year old female patient, the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.